Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. There was no scratch on the probe at the broken position. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus couldn't conclusively determine the exact cause of this issue.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken and fell off outside the pt. There was no pt injury reported.